Event description:
Nurse reports "I spoke with the patient¿s daughter regarding the pump issues her mother is experiencing. Both solis pumps are reportedly beeping intermittently with the same issue. Patient¿s daughter was unable to identify the specific alarm notification on the pump. She will have the patient take a photo of the alarm screen the next time it occurs. I completed a troubleshooting session with pts daughter during our call. I recommended replacing the injection cap, which they have already done. She also confirmed that the tubing is positioned with the filter closer to the patient¿s central line rather than the pump." No further info provided. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number - (B)(6). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? None. Reported if yes, was any medical intervention provided? N/a. Is the actual device available for investigation? (Yes, upon patient return) yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Device code: 3273 1012 2616 2956. Patient code: 4582. Reference report mw5185087.